Event description:
It was reported that an ilet user experienced hyperglycemia above 400 mg/dl for approximately 1.5 to 2 hours, attributed by the user to the infusion set tubing not being fully connected, after which a supply change and infusion site change were performed with rapid resolution; no external assistance, medical intervention, or hospitalization occurred, and the device provided a high glucose alert. Symptoms included no reported clinical symptoms. Outcomes included no long-term sequelae and resolution of the event after corrective action. Investigation included customer-care troubleshooting and education focused on infusion set and cartridge replacement and verification of proper connector attachment. Investigation of this case revealed use-related infusion set deployment error or incomplete connector attachment leading to inadequate insulin delivery, consistent with an infusion set and connector handling issue, with the ilet itself functioning as designed. It was concluded, based on established findings for similar reports, that the cause was user-related handling error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.